Manufacturer narrative:
(B)(4). Concomitant medical product: articular surface medial congruent (mc) catalog # 42522100413 lot # 64461580 all-poly patella catalog # 42540200029 lot # 64775977. Tibia cemented 5 degree stemmed right size d catalog # 42532006702 lot # 64616398 refobacin biomet bone cement catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2023-00057. 0002648920-2023-00052. Not evaluated reason: product location unknown.

Event description:
It was reported patient underwent a revision procedure fifteen months post implantation due to limited range of motion, stiffness, scar tissue and adhesions. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were h6: mechanical - 04-femur reported event was confirmed by review of medical record provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates patient refuses to attend physical therapy, required a spinal block for pain, limited range of motion through post surgery, open lysis of adhesion and poly swapped in (B)(6) 2022. Range of motion remains limited by the end of the study. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.